Event description:
It was reported that post implant, the ventricular lead dislodged twice. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the steroid plug was displaced inside the helix.